Event description:
It was reported that the right ventricular (rv) lead experienced increased pacing threshold. The rv lead remains in use based on medical judgement. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the thresholds continued to rise and impedance has also started to rise. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).